Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optics connector clip. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact information-name: (B)(6). A getinge field service engineer (fse) during routine pm, noticed fiber optics connector clip broken. Replaced fiber optics sensor extension, tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.